Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection and functional testing including leak, clear passage, clamp function testing were performed with no issues noted; no alarms were triggered during a test run with the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient was connected during the time of the event. This was observed during drain five of five of peritoneal dialysis therapy. The caregiver (cg) stated that patient line leaked where it was connected to the transfer set, so the cg tightened and it was "working fine". They confirmed that the connections were properly tightened before therapy started. They did not notice anything unusual for both cassette and transfer set. They were still using the transfer set. Renal therapy services assisted with ending therapy and recommended to contact the registered nurse. There was no patient injury or medical intervention associated with this event. No additional information was available.